Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Cracks noted in optic after lens implantation. Lens was cut to remove from eye. No patient injury. Three lenses were used on same patient, same eye. See MFR#2023826-2011-00679 for other lens. Third lens was implanted, same model and size lens. Unknown which was primary and which one was secondary lens.